Manufacturer narrative:
Additional attempts to the pt have been made with no additional info provided. This MDR includes all event info received to date. Due to the lack of additional info and the known complication of peritonitis due to a fluid leak, this MDR is being filed as a serious injury. The plant investigation is currently on-going. A supplemental report will be submitted at conclusion.

Event description:
The pt reported heater tray error in fill 1 and stated that earlier in the day, they noticed the cassette leakage was removing it. No sample returned.